Manufacturer narrative:
Cracked and bleeding lcd glass. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. Unable to perform the displacement test due to display anomaly. (B)(4).

Event description:
Customer called to report damage to the insulin pump. Customer's blood glucose levels were not included in the report. Product is being replaced.